Event description:
It was reported "customer is experiencing pressure limiting on 4fr single powerpicc solo." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.